Manufacturer narrative:
D9: date returned to mfg 10/8/2024. One device was returned for analysis. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
E1: phone extension (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test @ 11.35psi. There was unknown patient involvement.